Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009 the patient underwent: complex total laminectomy at l3-4 and l4-5 due to scar tissue. Excision of abnormal facets with a synovial cyst at l4-5; pedicle screw insertion at l3 size 50x5.5; two rods 6mm; homograft with patient¿s own bone ground at l3 to l5, as well as bmp from l3 to l5; one hemovac. Her pre-operative diagnosis was : severe degenerative disc disease with spondylolisthesis and spondylolysis, traumatic in nature, at l3-4 and l4-5. Per-op notes: ¿following the maneuver, there was no evidence of csf leak. The area was thoroughly irrigated with antibiotic solution. The patient¿s own bone, which was ground and placed over the decorticated spaces between 3, 4 and 5 laterally as well as a patty of bmp on each side. The area was thoroughly irrigated with antibiotic solution. Two 6mm rods were placed over the heads of the screws from l3 to l5 and caps over the rods and tightened.¿ the patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.